Event description:
It was reported that an unspecified number of hypoint ndl 27ga1/2in sorted ir experienced foreign matter contamination. The following information was provided by the initial reporter: as a result of quality assurance, it was detected that about 8 mm of fibrous foreign matter attached on the needle.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot numbers 9260749 and 9260750 both of the lots are produced in late october 2019 no abnormalities were found. Lot no. 9260749 is 100% sorted by camera inspection machine and visual inspection (strict inspection) from early to mid-february 2020 at our fukushima plant. In addition, lot no. 9260750 carries out the same 100% selection as above from mid-february to late february 2020. We scrutinized the inspection records, etc., but found no abnormalities. Confirmed: reported condition is within specification / evidence provided and reported condition is observed, however the reported condition is within specification(e.g. Aql), as agreed by the customer.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260749, medical device expiration date: 2024-09-30, device manufacture date: 2020-02-03; medical device lot #: 9260750, medical device expiration date: 2024-09-30, device manufacture date: 2020-02-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of hypoint ndl 27ga1/2in sorted ir experienced foreign matter contamination. The following information was provided by the initial reporter: as a result of quality assurance, it was detected that about 8 mm of fibrous foreign matter attached on the needle.